Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical device for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisortimeout errors thrown by os, supervisortimeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise, leading to automatic disconnection with pump or an error message. This issue has been reported multiple times, affecting operational efficiency and causing disconnection in the pairing process. This issue is confirmed. After through investigation on supervisortimeout errors, we found that during the pairing process, the mobile device sent incorrect data in response to a request for specific bluetooth information (known as gatt characteristics) resulting in supervisortimeout. The esf number that corresponds to the reported issue is: (B)(4). This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect. Please instruct the customer to approve the pairing in the system os popups, and not move the application to the background during the pairing procedure. 1) disable battery optimization for the mmm app: long tap on the mmm app icon>>app info>>battery saver>>no restrictions. 2) clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap connections>>tap bluetooth>>tap the options icon next to the device (pump) you want to unpair>>tap unpair>>confirm on the popup. 3) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby). We kindly ask that you try using a different phone, only if one is availableeither android or ios, with a preference for ios if possible, until we find a solution. We apologize for any inconvenience this may cause and greatly appreciate your patience and understanding as we work to resolve this issue. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.